Event description:
It was reported that during injection of viscoelastic into the pt's eye the cannula detached from the syringe along with the luer lock, resulting in damage to the capsular bag. Vitrectomy was performed and pt has recovered. Additional info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.